Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is synthes sales consultant DHR review was attempted. Part: 03.010.063 , synthes lot number ¿ 5435329 , lot no.: 1621958 , lot no.: 003264 . Part/lot combination are unknown at synthes gmbh, no DHR review possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trocar antegrade locking arm was not lining up with the hole of the nail during a retrograde/antegrade femoral nail (rafn) procedure. The surgeon was able to insert the screw with the wrong trocar sleeve. It appears that there was a wiggle of the trocar protection sleeve in the aiming arm. The surgeon did a perfect circle through the proximal end of the nail. The surgery was delayed approximately 5-10 minutes. The surgery was successfully completed and the patient outcome is stable. Concomitant device: trocar insertion handle connecting screws (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description update in mwr-(B)(4) was a correction, not additional information. Date rec¿d by MFR : date reported in mwr-(B)(4) was 9/26/2018. Correct date should have been 10/29/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Complainant device is not expected to be returned for manufacturer review/investigation. Customer retaining for both devices. Part: 03.010.063; lot no.: 1621958; lot no.: 003264. Part/lot combination are unknown at synthes (B)(4), no DHR review possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2018, a trocar antegrade locking arm was not lining up with the hole of the nail. It appears that there was a wiggle of the trocar protection sleeve in the aiming arm. The surgeon did a perfect circle through the proximal end of the nail. The surgery was delayed approximately 5-10 minutes. The surgery was successfully completed and the patient outcome is stable. Concomitant device reported: unknown trocar insertion handle connecting screws (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This complaint is for (1) 12.0mm/8.0mm protection sleeve 188mm. This report is 2 of 2 for (B)(4).